Event description:
Initial result for a pt bicarbonate was 70 mmol/l. When repeated, the result was 20 mmol/l. The incorrect result was not used to guide pt therapy. The field svc rep found the rinse mechanism was dispensing the incorrect volume and repaired the instrument by adjusting the rinse mechanism.